Manufacturer narrative:
The device history record (DHR) for lot 2234003564 was reviewed and no anomalies related to the reported issue were observed. A picture was received for evaluation and the reported condition was observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the yankauer was bent and broken when received. The customer has confirmed that when the shipment was received, there was no damage to the package. Additional information was received from the customer and stated that there was a part that seems to be pinched together, causing the tube to be blocked.